Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation to show a causal relationship between the peritonitis and use of the liberty cycler set. The cause of the patient¿s peritonitis event was attributed to the severe diarrhea the patient was experiencing. The culture was gram-positive. It was suspected the patient had c-diff, a gram-positive organism, which would explain the patient¿s severe diarrhea. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius customer service that they were hospitalized for a pd-related infection. The patient¿s pd catheter required replacement. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6)2026 due to flu-like symptoms with severe diarrhea, abdominal pain, and fever of 101.4. The patient was admitted to the hospital. The patient was diagnosed with peritonitis. A pd culture was obtained. The patient¿s pd catheter was also determined to be non-functioning. The pd catheter was blocked by fibrin. It was decided that the patient should complete hemodialysis (hd) during the hospitalization in order to rest the peritoneum. A central venous catheter (cvc) was placed (date not provided). The pd catheter was not pulled. The patient was administered intravenous (IV) vancomycin (dose, frequency, and duration unknown). The culture was positive for gram-positive bacteria. The patient was followed by infection control as it was suspected the patient could have clostridium difficile (c-diff) although that was never confirmed. During the hospitalization, the patient had a pacemaker placed due to bradycardia. The patient remains hospitalized. The suspected cause of the peritonitis event was diarrhea.

Manufacturer narrative:
Correction: g3 (date received: the date received on the initial MDR submission for this report was incorrectly indicated as 02/06/2026. The correct date is 02/03/2026).

Event description:
The peritoneal dialysis (pd) patient reported to fresenius customer service that they were hospitalized for a pd-related infection. The patient¿s pd catheter required replacement. Additional information was obtained through follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2026 due to flu-like symptoms with severe diarrhea, abdominal pain, and fever of 101.4. The patient was admitted to the hospital. The patient was diagnosed with peritonitis. A pd culture was obtained. The patient¿s pd catheter was also determined to be non-functioning. The pd catheter was blocked by fibrin. It was decided that the patient should complete hemodialysis (hd) during the hospitalization in order to rest the peritoneum. A central venous catheter (cvc) was placed (date not provided). The pd catheter was not pulled. The patient was administered intravenous (IV) vancomycin (dose, frequency, and duration unknown). The culture was positive for gram-positive bacteria. The patient was followed by infection control as it was suspected the patient could have clostridium difficile (c-diff) although that was never confirmed. During the hospitalization, the patient had a pacemaker placed due to bradycardia. The patient remains hospitalized. The suspected cause of the peritonitis event was diarrhea.